Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. The patient was upgraded to a bi-ventricular device. There was no record of any device-related heart rate problems in the patient's records. No further patient complications have been reported as a result of this event. The patient reported telling the nurse at his first check-up after implant that he thought the device was "stuck" and wouldn't let his heart beat rise above 75 beats per minute. The check-up indicated the device was working properly. A year later, after the patient experienced a slow decline in his ability to get around, "a different medtronic person" told him the device was stuck, and apparently, had been stuck all year. The device was adjusted to a rate of 60 to 130 and seemed to be working after that. It was then replaced about a month and a half later. Follow-up indicates normal device function, and no programming issues at the patient's check in 2007. Worsening sob (shortness of breath) with moderate walking, ef (ejection fraction) 15%, elevated heart filling pressures, elevated pcwp (wedge pressures), and moderate pulmonary hypertension was noted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device operated according to specifications.

Event description:
The patient reported telling the nurse at his first check-up after implant that he thought the device was "stuck" and wouldn't let his heart beat rise above 75 beats per minute. The check-up indicated the device was working properly. A year later, after the patient experienced a slow decline in his ability to get around, "a different medtronic person" told him the device was stuck, and apparently, had been stuck all year. The device was adjusted to a rate of 60 to 130 and seemed to be working after that. It was then replaced about a month and a half later. Follow-up indicates normal device function, and no programming issues at the patient's check in 2007. Worsening sob (shortness of breath) with moderate walking, ef (ejection fraction) 15%, elevated heart filling pressures, elevated pcwp (wedge pressures), and moderate pulmonary hypertension was noted.